Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to liner dislocation. Surgery was extended over 30 minutes while attempting to locate the liner.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation